Event description:
During surgery tip of the driver shaft deformed. Properly use is not possible. Driver received for investigation. Initial visual evaluation indicated the tip of the driver is stripped in accordance with the direction of tightening. Tip stripping did not result in any adverse consequences to the patient and there was no delay. However, stripping of the moss miami final tightener¿s distal tip during screw tightening has been known to result in a delay of more than thirty minutes to a procedure when a backup final tightener has not been available.

Manufacturer narrative:
Visual examination indicated that approximately 0.5-1mm of the hexlobes of the distal tips had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is localized to the tips of the driver feature suggesting the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by MFR: on initial mw-204080 is incorrect and should be 02-23-2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.